Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons difficult to pressed at times with nails. The customer¿s blood glucose was unknown. Customer stated that insulin pump had cracked in casing at top near the battery cap. The device will not be returned for analysis.